Event description:
Physician ordered the drain to be removed from right foot to discharge. At discharge the rn attempted to remove the drainage tubing and it snapped leaving a portion inside the foot. The pt had to return to surgery to have an incision to remove the remaining tubing. Diagnosis or reason for use: status post right foot plantar fasciotomy with spur excision.